Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple errors, alarms, and warnings for no delivery, no prime, and no cartridge detected. The rewind step was completed successfully; however, the pump did not detect the cartridge during the load step and the no delivery, no prime, and no cartridge detected warnings were duplicated. Testing revealed that the force sensor calibration and resistance were not within specifications. The pump case was removed and contamination was observed on the force sensor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump dispensed all of the insulin from the cartridge during the load step twice. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.